Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device wont go into maint mode-reflash 9.33.1.2. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device wont go into maint mode-reflash 9.33.1.2. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Based on the findings, service the probable root cause of the reported issue was due to software issue (error code 810.5030) a review of the device history record showed the device had a manufacture date of 23mar2018 the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.